Manufacturer narrative:
The micro-catheter used was unknown. There was no reported product issue with the micro-catheter. The complaint product packaging was inspected prior to opening with no problem noted. There was no reported difficulty removing the complaint product from the product packaging. The complaint product was inspected prior to use and appeared to be normal. The complaint product was prepped properly according to the instructions for use (IFU) with no problem noted. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a coil embolization, as the physician delivered the trufill dcs orbit mini complex fill 2.5 x 3.5 coil to the target lesion, a kink in the coil delivery tube was noted. When the physician bent the tube in the opposite direction in an attempt to straighten the device, the delivery tube separated in the kinked area. The entire delivery system was successfully removed from the patient without problem. The procedure was completed successfully using other products. There was no reported patient injury. The target lesion was the right internal carotid artery (rica). The target lesion was reported to be: moderately tortuous. No other target lesion characteristics were provided.

Manufacturer narrative:
The report received from the affiliate indicated that during a coil embolization, as the physician delivered the trufill dcs orbit mini complex fill 2.5 x 3.5 coil to the target lesion, a kink in the coil delivery tube was noted. When the physician bent the tube in the opposite direction in an attempt to straighten the device, the delivery tube separated in the kinked area. The entire delivery system was successfully removed from the patient without problem. The procedure was completed successfully using other products. There was no reported patient injury. The target lesion was the right internal carotid artery (rica). The target lesion was reported to be moderately tortuous. No other target lesion characteristics were provided. The microcatheter used to deliver the coil is unknown. There was no reported product issue with the microcatheter. The complaint product packaging was inspected prior to opening with no problem noted. There was no reported difficulty removing the complaint product from the product packaging. The complaint product was inspected prior to use and appeared to be normal. The complaint product was prepped properly according to the instructions for use (IFU) with no problem noted. The product was returned for inspection. A non-sterile trufill dcs orbit was received broken in two sections. The hypotube was inspected and several kinks were found on it. The introducer was received zipped and it was found without damage, support coil, gripper and embolic coil were inside of the introducer, the support coil and gripper were found without damage, the embolic coil was still attached to the gripper and it was found stretched. The timing of the stretched coil as related to procedural use/post procedural handling cannot be determined; however, it was reported that there were no damages prior to use. The hypotube was inspected under microscope and was observed in the both final parts (broken section) that the hypotube apparently it was kinked before it broke. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported kinking and separation of the delivery tube was confirmed. The cause of the reported kink appears to be related to procedural use/vessel characteristics based on the report that there were no damages noted with pre-procedure inspection. Based on the reported information, procedural factors and manipulation of the device when trying to straighten hypotube after it kinked contributed to the hypotube separation. The instructions for use precautions that this is a delicate device and should be handled with care. It further outlines that it should not be used if bends or kinks are present. With review of the analysis and device history records, there is no indication of any manufacturing issues impacting the events. Additionally, inspections in place indicate that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.